Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" alarm code indicating a sensor mismatch error was observed in the device's downloaded event log. The device's machine flow sensor was found to have water ingress and was replaced to address the issue. Additionally, during testing the device's blower assembly, muffler assembly, fio2 housing, proportional valve, 3-way solenoid valve, fio2 tubing, system board tubing, blower chassis tubing, and inlet filters were all found to have water ingress and were replaced to address the issue. A "service required" alarm indicating a monitor pressure drift was observed. The device's system board was found to have water ingress and was replaced to address the issue. These issues would not affect the device's ability to deliver therapy as designed. The device was cleaned and tested. The device passed all final testing.